Event description:
It was reported that after a pt's first vns implantation surgery, she experienced numbness, tingling, and burning sensation, probably representing an infection at her neck site. Followup with the treating surgeon revealed that a mild post op infection had been present. No cultures were taken at the time to confirm the infection. The pt was treated with antibiotics, and the infection disappeared. A review of the device history records showed the device to be sterile prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.